Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01520. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral loosening may have been the result of failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 82 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, significant synovitis was noted with polyethylene wear when medial parapatellar arthrotomy was performed, a loose femoral component, and mild bone loss about the capsule region of the tibia and femur. Patient also reported pain, stiffness, discomfort, and weakness. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.